Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the ceramic sleeve broken at the spatula base. A small piece approximately 0.2 by 0.4 in size was broken off the ceramic sleeve.

Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the brown coating on the permanent cautery hook instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.